Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that a 4.5 x 13 mm powersail dilatation catheter was advanced, but the balloon ruptured during the second inflation at 12 atm. The procedure was completed with no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). Results and conclusions summation-balloon ruptures can be affected by balloon damage during mfg, materials, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The lesion may have contributed to the reported balloon rupture. Possibly the balloon material was damaged during interaction with other devices and/or lesion calcification, such that the balloon ruptured during the second inflation at 12 atm, as no damage was noted during preparation for use. There is no indication of a product quality deficiency, a conclusive cause for the reported balloon rupture could not be determined.